Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer uses the sensor with pump and was wondering why they were unable to calibrate if blood glucose was over 400mg/dl. The customer declined to troubleshoot. The customer was advised to monitor blood glucose and call back if need further assistance.